Manufacturer narrative:
The device has been received at baxter; however, the device evaluation has not yet been completed. A follow-up report will be submitted once the evaluation has been completed or additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The condition of a infuso.r. With a "when power is turned on, after 29 seconds it will "kick off"- changing the battery did not fix the problem" issue was not confirmed and not reproduced during product evaluation. However, it was determined that the customer was reporting a constant alarm error, that was confirmed and reproduced. The assignable cause for the constant alarm was determined to be due to a motor separated from the gearbox. The motor was replaced to correct this condition. A follow-up medwatch will be sent when additional information is available. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility's representative reported to baxter global technical services that when the power is turned on it will "kick off" (turn off) after 29 seconds. The facility representative stated that changing the battery did not fix the problem. The reported condition occurred during patient use, and therapy was stopped. The reported condition occurred in the operating room. According to the facility representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.